Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue) portion. The device was functionally tested with a generator. During functional testing an instrument error screen was displayed. A probable cause of the device to stop activating and display an instrument error is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the blade of the harmonic scalpel broke when transecting the cystic duct while between two clips. The blade was retrieved from the patient. There were no patient consequences. Case completed with another device of the same product code.